Event description:
The customer reported that the 2800 system had a table communication failure error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator power supply was replaced during the service call.